Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) said that she was given some supplies from the dialysis center. The next day a voice message left for baxter to relay a report from the hp stated that an unspecified "leaking patient line that sucked air overnight" causing the homechoice machine to alarm the system error 2240. The hp stated that they "had to do an antibiotic bag today just in case of infection." Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy on the homechoice. The hp stated that the cause of the alarm was due to a small pin like hole in the patient line. The hp verified that there were no loose connections or disconnections in the cassette. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).